Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a bad sensor alert on the insulin pump. The customer's blood glucose level was 220 mg/dl. The customer stated that the bad alert occurred after a 2nd consecutive calibration error. The customer was advised to use stable to calibrate with and remove and change out the sensor. No further assistance needed.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. The cannula was found bent. It could not be confirmed that the customer received the sensor in said condition due to it being returned opened and used.